Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('it hurts but I deal with pain even though I m just not in the mood') in an adult female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with salpingoophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be related to essure. The reporter commented: essure insertion details: the uterine cavity appeared normal with normal appearing bilateral ostia. Finally, once confirmed correct placement the essure coli was deployed counting 6 coils on the right side , the same procedure was followed on the left counting 4 coils. Essure insertion date: (B)(6) 2010 (as per mr, discrepancy noted. Essure removal date: (B)(6) 2014 (as per mr, discrepancy noted). Surgical pathology report: uterus: secretory endometrium. Acute and chronic cervicitis. Left ovary: benign cystic ovarian follicles. Left and right fallopian tubes: no diagnostic abnormality. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result : unavailable. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('it hurts but I deal with pain even though I m just not in the mood') in an adult female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with salpingoophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be related to essure. The reporter commented: essure insertion details: the uterine cavity appeared normal with normal appearing bilateral ostia. Finally, once confirmed correct placement the essure coli was deployed counting 6 coils on the right side, the same procedure was followed on the left counting 4 coils. Essure insertion date: (B)(6) 2010 (as per mr, discrepancy noted. Essure removal date: (B)(6) 2014 (as per mr, discrepancy noted). Surgical pathology report: uterus: secretory endometrium. Acute and chronic cervicitis. Left ovary: benign cystic ovarian follicles. Left and right fallopian tubes: no diagnostic abnormality. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: unavailable. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure insertion and removal details were added. Based on the available information, a review of our complaint records and other relevant data will conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.